Event description:
The device was used during a laparoscopic appendectomy procedure. It was reported by the affiliate that the surgeon could not fire the device. A new device. Was used to complete the case. There was no pt consequence.

Manufacturer narrative:
H6; code 100: damaged release mechanism. Based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly "could not be fired" during surgery. The instrument was returned with a damaged clamp first lockout, but was otherwise in good physical condition. No conclusion could be reached as to how this damage occurred. The instrument was cycled, fired, cut, and formed the staples within design specification. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instrument was fully functional and conforming to design specifications. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.